Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported system message was displayed then aspiration and irrigation stopped during the ultrasound mode of a cataract procedure. The system was restarted and the product was replaced, the procedure was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on our current tracking, there are no adverse trends for this reported complaint. A system message and aspiration and irrigation failure was reported. A used active fluidics management system (fms) in the tray was visually inspected. The sample was tested using a console. The sample was recognized by the console. The sample primed and tuned with the handpiece and the 0.9 millimeter (mm) air bypass system (abs) tip and infusion sleeve from the lab stock, successfully and the service data was retrieved. The sample functioned within specification as well as aspiration and irrigation flow rates. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).